Event description:
It was reported to baxter (B)(4) that an intermate lv100 was leaking from the winged luer cap before use. The device was filled pamidronate when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure (event date unknown). According to the complainant, during the procedure, the generator was set on blend mode at 23 to 25, and the energy output was drifting down. The procedure was completed with this device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Following the procedure, the console passed the preventive maintenance inspection. Bipolar mode was also inspected and works correctly.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.